Manufacturer narrative:
DHR review results: DHR records were reviewed and found to be conforming. Trend analysis: no trend identified. Event summary: a durasul®, alpha insert, hooded, hh/32 (ref: 01.00013.508; lot:2809328) and a durasul®, alpha insert, hh/32 (ref:01.00013.408; lot:2834819) has been received. According to the per the surgeon stated that he wanted to replace a metasul inlay which had been implanted into an allofit shell d 50mm on (B)(6) 1998. The removal of the metasul inlay went smoothly. Attempt to implant inlay hh / 32 failed as it could not be anchored. (The hospital consulted the sales representative by phone, despite tips from his side, there was no possibility of anchoring the inlay) then an attempt was made to implant an inlay hh / 32. Also no anchorage was possible. Finally another attempt with inlay hh / 28 ( 01.00013.208 / lot 2717910 ) worked unproblematically. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: both inserts of size hh/32, which according to the surgeon could not be anchored, have been returned. Visual examination: for the durasul®, alpha insert, hh/32 (ref: 01.00013.408; lot:2834819): the peg on the outer surface for centering the inlay within the shell is missing/ cut off. Further the exterior surfaces presents multiple scratches/ dents. Most noticeable is a deep groove which proves the inlay has been in direct contact with and rotated on the two small spikes which can be found within the shell. On top of the inlay imprints of the impactor can be detected. Within the insert no damage can be detected. For the durasul®, alpha insert, hooded, hh/32 (ref: 01.00013.508; lot:2809328): in this case the peg on the outer surface is still in place but slightly deformed. Further the exterior surfaces presents multiple scratches/dents. Most noticeable is a deep groove which proves the inlay has been in direct contact with and rotated on the two small spikes which can be found within the shell. Within the insert no damage can be detected. Measurements: for the durasul®, alpha insert, hh/32 (ref: 01.00013.408; lot:2834819): to ensure the insert has correct dimensions, the relevant characteristics were measured. Characteristic feature ¿diameter¿: the size (outer diameter) of the insert can be confirmed. Characteristic feature ¿dimension¿: the height of the insert can be confirmed. For the durasul®, alpha insert, hooded, hh/32 (ref: 01.00013.508; lot:2809328): to ensure the insert has correct dimensions, the relevant characteristics were measured. Characteristic feature ¿diameter¿: the size (outer diameter) of the insert can be confirmed. Characteristic feature ¿dimension¿: the height of the insert can be confirmed. Furthermore, the DHR indicates that all components met all specifications. No functional tests can be conducted as the part shows several damages/ imperfections. Review of product documentation: compatibility: the durasul®, alpha insert and the durasul®, alpha insert hooded, (both hh/32) are compatible with the reported allofit shell 50/hh. Inspection plan: for the durasul®, alpha insert, hh/32 (ref: 01.00013.408; lot:2834819): characteristic feature "diameter 44.63 +0.05/-0.05 mm" with scope of testing: aql 1.0. Characteristic feature "diameter 44.69 +0.05/-0.05 mm" with scope of testing: aql 1.0. Characteristic feature "radius 20.8 +0.05/-0.05 mm" with scope of testing: aql 1.0. Characteristic feature ¿dimension 15.5 +0.05/-0.05 mm¿ with scope of testing: aql 1.0. For the durasul®, alpha insert, hooded, hh/32 (ref: 01.00013.508; lot:2809328): characteristic feature "diameter 44.63 +0.05/-0.05 mm" with scope of testing: aql 1.0. Characteristic feature "diameter 44.69 +0.05/-0.05 mm" with scope of testing: aql 1.0. Characteristic feature "radius 20.8 +0.05/-0.05 mm" with scope of testing: aql 1.0. Characteristic feature ¿dimension 15.5 +0.05/-0.05 mm¿ with scope of testing: aql 1.0. Surgical technique: the surgical technique states: ¿the supplied insert is attached to the setting instrument, introduced into the cleaned shell, and is carefully centered. The polyethylene peg must be centred in the hole of the polar screw. To do this, use the setting instrument to position the insert at the entrance plane of the shell. In this position, the insert is turned clockwise using the setting instrument. If it can easily be turned concentrically, it is only tapped lightly with a hammer.¿ "the inside edge of the shell, where the locking mechanism for the insert is placed, must be protected if a new insert is to be fitted. If a new insert can no longer be reliably anchored in the old shell, the shell must be removed and replaced." Root cause analysis for durasul®, alpha insert, hh/32 (ref: 01.00013.408; lot:2834819) and durasul®, alpha insert, hooded, hh/32 (ref: 01.00013.508; lot:2809328): deformation of the insert (due to load) due to ovalization of the shell. Possible: a slight ovalization of the shell after 18 years of implantation can be assumed and as a result the inserts of size 32/hh possibly got deformed during insertion making it difficult/ impossible to anchor them. For the insert of size 28/hh centering and anchorage might have been easier in this case as it is stiffer (greater wall thickness). Failure of connection between shell and insert due to insufficient snap geometry. Not possible: the snap geometry was checked. An adverse trend due to inadequate design would have been detected. Difficulties to assemble insert due to high load due to impaction during the primary implantation or revision leading to damage of the screw plug. Not possible: nothing indicates the screw plug has been damaged. Difficulties to assemble insert due to high load due to impaction during the primary implantation or revision leading to damage of the polar plug. Not possible: nothing indicates the polar plug has been damaged. Difficulties to assemble insert due to high load due to impaction during the primary implantation or revision leading to damage of the polar thread of the shell. Not possible: nothing indicates the polar thread of the shell has been damaged. Difficulties to assemble insert due to high load due to impaction during the primary implantation or revision leading to fracture of the pelvis. Not possible: no pelvis fracture is reported. Failure of connection between shell and insert due to wrong pairing of components (wrong size). Not possible: an insert of size hh/ 28, which has the same outer dimensions as the inserts of size hh/ 32, could be anchored within the shell without any difficulties. This indicates the inserts of size 32 are compatible to the reported shell of size 50. Too. Failure of connection between shell and insert (wrong pairing) due to wrong selection of parts due to unknown compatibility list. Not possible: an insert of size hh/ 28, which has the same outer dimensions as the inserts of size hh/ 32, could be anchored within the shell without any difficulties. This indicates the inserts of size 32 are compatible to the reported shell of size 50. Too. Failure of connection between shell and insert due to wrong assembly procedure. Possible: as the damages and scratches which can be detected on the inserts of size 32/hh indicate something went wrong during the assembly procedure. Maybe the inserts were not centered correctly prior to impaction. Conclusion summary based on the returned product and the given information the complaint could be confirmed and an exact root cause could not be determined. The returned inserts with size 32/hh have been produced according specifications and their correct size can be confirmed. It remains unclear why they did not suit in a shell with size 50 while a insert of size 28/hh, which has the same outer dimensions, could be anchored within the shell without any difficulties. The detected damages/ imperfections on the returned inserts of size 32/hh (in one case the peg helping to guide the inlay is missing in the other case the peg is deformed) indicate the surgeon had difficulties with centering the insert within the shell prior to impaction. A slight ovalization of the shell after 18 years of implantation can be assumed and in this case it might be easier to get an insert of size 28/hh centered and anchored as it is stiffer (greater wall thickness). The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer received the devices for investigation on april 19, 2016. The investigation is pending. The actual device reported is not marketed in USA, but devices with similar characteristics (i.e. Durasul alpha einsatz neutral ø gg/32; ref# (B)(4)) are marketed in USA, and therefore this report was filed. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4). Investigation is ongoing.

Event description:
It was reported, that on (B)(6) 2016 an inlay change was performed. It was also reported, that an attempt was made to implant a durasul, alpha insert, hh/32 (this device is handled in MFR number 0009613350-2016-00599) and a durasul, alpha insert, hooded, hh/32. Both inlays could not be anchored. Another attempt was made with a inlay hh / 28 ( (B)(4)/ lot 2717910 ), which worked out unproblematically. The surgery was extended for 45 minutes.